Manufacturer narrative:
The device was returned for evaluation. Due to the user's complaint of bleeding and bruising at the insertion site, the bottom housing, adhesive pad, hard cannula, and soft cannula were inspected for burrs, manufacturing deficiencies, and any other causes of bleeding and bruising. The device was received with an exposed hard cannula and blood was observed on the adhesive pad. Internal inspection of the device showed that the hard cannula was not properly seated in the slide retract component, indicating a needle mechanism failure had occurred. We could not confirm that the needle mechanism failure may have contributed to the patient's hyperglycemia. Although the needle mechanism failure was found, there was no reported indication that the cannula was not properly seated in the infusion site, and therefore, resulted in the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) after wearing the pod for longer than 48 hours. It was also reported that there was bleeding and bruising at the insertion site. No additional event details were provided.